Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02619. Product location unknown.

Event description:
It was reported that during an initial hip arthroplasty, it is unknown if an additional head and cup were implanted then removed for unknown reasons.